Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7072315 / 7072545.

Event description:
It was reported that the patient had a staphylococcus aureus infection. Symptoms and location of infection were unknown. It was also unknown if the infection was device or procedure related as well as the cause. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.